Event description:
Initial result for a pt magnesium was 4.5 mg/dl. When the same sample was repeated, the result was 1.9 mg/dl. The incorrect result was not reported. The field service rep found a broken rinse line and repaired the instrument by replacing the line.